Event description:
It was reported that during a da vinci surgical procedure, there was no more tension/pressure at the end of the maryland bipolar forceps instrument. The steel cable derailed. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was broken at the clamping pulley inside of the instrument housing. The pulley did not exhibit any wear. Failure analysis investigation also found the following additional damages to the instrument: the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. There was an indentation on one distal idler pulley. Failure analysis concluded that the indentation damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.